Event description:
The pt stated that she experienced the separation of tubing at the luer-lock connection on 4 infusion sets. On each occasion, she reported experiencing elevated blood glucose. She stated that all of the individual infusion sets that separated in this way were received in one shipment from a distributor. She stated that 2 of the tubings separated while she was sleeping. She believed that she had rolled over on her side at which point she trapped the infusion device and "tugged" on the tubing. One of the tubings separated when she pulled her infusion device from the pocket in which she was carrying it. She also described an occasion where she was carrying it. She also described an occasion where she stood up and the infusion device fell, which tugged on the tubing and caused it to "tear." She noted that, in each occurrence, the infusion sets were in use for a "few hours" prior to separating. She reported observing blood glucose readings as high as the "600's (mg/dl)" as a result of the separations. She reported her normal blood readings to be in the "140's (mg/dl)." She stated that she "only noticed the symptoms while sleeping," which related to dreams that she recalled. She reported no other specific symptoms of elevated blood glucose. She stated that she corrected her elevated blood glucose on each occasion by changing her infusion set and blousing insulin using her infusion device. Replacement infusion sets were shipped to the pt and the product was requested to be returned for evaluation. The pt did not require medical assistance from a healthcare professional or second party to address the issue.